Event description:
It was reported that the procedure was to treat an unspecified lesion in the left anterior descending (lad) artery. A versaturn guide wire (gw) was advanced to the distal part of the lad and a whisper gw was advanced to the distal part of the left circumflex (cx) artery. Two non-abbott balloons (1.5x15mm and 2.5x15mm) were used to pre-dilatate the lad and the cx. A 2.75x38mm xience pro a drug eluting stent (des) was implanted in the ostial to mid part of the lad, after which a dissection was noted at the distal edge of the stent. Therefore, a 2.5x38mm xience pro a des was advanced to treat the dissection, however it could not cross the anatomy. The des was removed, and the doctor rechecked the dissection via angiogram at which time he no longer saw the dissection, and planned balloon dilatation was performed to complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.